Manufacturer narrative:
A ge representative evaluated the system and repaired the connector on the monoblock tube assembly. The system operates as intended.

Event description:
The customer reported, the system would not produce x-rays. No patient injury was reported.